Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial# unknown, product type: software. The main component of the system. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 35 mg/ml bupivacaine at 8.527 mg/day and 2900 mcg/ml morphine at 779.7 mcg/day via an implantable infusion pump for malignant pain. It was reported that the pump was alarming due to low reservoir, but when they pulled the drug out of the pump they got back around what was expected (expected volume: 6.1 ml, actual reservoir: 6.1 ml). It was reported that the last refill was on (B)(6) 2018 and the low reservoir that showed on that date (B)(6) 2018. It was reported that the logs show the pump had delivered 29 ml since the last change on (B)(6) 2018. The hcp reported that they refilled the patient's pump. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of product ID 8870 product type software product ID 8840 product type programmer, physician review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and a manufacturer's representative (rep). It was reported that the telemetry strip showed that the pump wasn't updated after the last refill. It was reported that the software card version was (B)(4). The pump was refilled and updated. It was reported that the low reservoir alarm was resolved. The patient was (B)(6)lbs. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.